Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure, the cap of a copilot bleed back control valve was too stiff which resulted in blood coming out of the valve [leak]. The procedure was successfully completed with a non-abbott y-connector. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. The incident is related to a higher overall complaint rate for co-pilot devices related to complaints for difficult to position, difficult to remove, device operates differently, physical property issue and physical resistance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified four other similar incidents from this lot. The investigation determined the reported difficulties appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to the initially filed report, the following information was received: there were two to three devices in the copilot bleed back control valve when the leak was detected. No additional information was provided.